Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation visual inspection revealed the tip of the extraction screwdriver was broken, the shaft exhibits slight scuff marks, the sleeve component contained an unknown contamination / residue on the knurled surface, the inner-shaft component was not included in the assembly when the complaint was received. Based on the evaluation performed the cause is unknown and this complaint is deemed indeterminate from a manufacturing position. The product development visual inspection revealed the tip of the screwdriver was broken off and was not returned. All other aspects of the driver appear to be in decent, working condition. There was no inner shaft returned either. There are some light scratches on the driver, typical of general use. All design specifications that could be checked were evaluated and were found to be within the correct specification by synthes manufacturing. The amount of torque required to remove a screw is less than the torque needed to break the driver tip. It is possible the driver could have seen a side load, or some additional forces that caused the breakage, but this failure mode is not a common occurrence from typical usage. It cannot be determined what exactly caused the malfunction. It is possible the technique caused some side loads to be exerted onto the device. Without the broken tip, we will not be able to adequately determine the cause of the incident. Based on the condition of the returned device and the evaluation results, the cause of the event is unable to be determined.

Event description:
It was reported that the tip of the screwdriver broke during hardware removal. The broken tip was retrieved. Hardware removed due to adjacent level disc disease at c5-c6.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2011.

Event description:
This is report 1 of 1 for complaint (B)(4).